Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Radiographs were provided and reviewed by a health care professional noting loose and very malrotated right acetabular implant with extensive osteolysis. Multiple cerclage wire fragments are noted. Additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product remains implanted. The investigation is in process. Once the investigation is completed a follow up MDR will be submitted.

Event description:
It was reported that patient is being considered for a pmi cup implant due to loosening and osteolysis of the right acetabulum after an unknown amount of time post implantation. No surgery has been scheduled to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event is unable to be confirmed due to limited information provided by the customer. DHR was unable to be reviewed as the lot number of the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.